Event description:
The customer reported that the insulin pump alarmed button error. The blood glucose reading was 142mg/dl. The customer stated that the battery was replaced, but the anomaly continued. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with operating currents within specifications. The device received with an intermittent buttons response due to corroded keypad traces. Unable to confirm the button error alarms. The device was unable to prime during the prime test as a result of a loose/flush drive support disk. The unit was received with scratched display window.